Event description:
The caller stated that they opened the package and found that one end of the inner cannula tube was sealed. The caller confirmed that the packaging itself looked to be sealed. Caller confirmed no pt involvement.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.